Event description:
It was reported that the unit had a cockpit backlights failure. No patient injury reported. No stop of ventilation reported. In case the user cannot adapt ventilation parameters due to a device malfunction for a prolonged time, a serious injury cannot be excluded for patients with a serious condition.

Manufacturer narrative:
The investigation was based on the provided information and the analysis of previous hardware components. The reported device behaviour could be reproduced according to the investigation results. The hardware analysis revealed that the activation of the inrush current limitation of the fuse on the printed circuit board of the lc display led to a dark backlight of the lc display. The activation of this fuse was traced back to adverse tolerances tolerance of the electronic components on the adapter board of the display unit of the device. In case this fuse is activated, the display unit boots up, but the graphic elements on the display are only partially visible due to the failure of the back light. The operation of the ventilator by the user is limited due to the hardly visible graphics. However, any active ventilation would not be affected by this issue. The inrush current limitation of the fuse has already been increased in oder to remedy this issue. The symptom can be resolved by switching off and on the device via the main switch. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.